Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, during a total knee arthroplasty revision surgery due to instability it was noticed that the insert¿s post was broken. Implantation date is unknown. As of the date of this medical investigation, patient-specific supporting clinical documentation has not been provided. Therefore, there were no clinical factors found which would have contributed to the event. The patient impact beyond the reported revision surgery cannot be determined with the limited information provided. No further clinical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. The patient should be warned that the device does not replace normal healthy bone. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with the inspection procedure, the final inspection includes the verification of part configuration per print. Also, material specification, shall control the quality and manufacture of ultra-high-molecular-weight polyethylene rod and late. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, size selected, excessive forces, abnormal loading of limb and/or postoperative care. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. Case (B)(4).

Event description:
It was reported that, after tka surgery had been performed, the patient experienced instability. This adverse event was solved by revision surgery on (B)(6) 2023, in which it was noticed that the journ art ins bcs std 3-4 rt11 had a broken post. It is unknown the current health status of patient.